Event description:
A customer initially reported an erratic reading issue with the adc device. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling dizzy, a loss of consciousness. Customer reported being able to sit down and self-treat with water. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips and the dhrs showed that freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported an erratic reading issue with the adc device. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling dizzy, a loss of consciousness. Customer reported being able to sit down and self-treat with water. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer initially reported an erratic reading issue with the adc device. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling dizzy, a loss of consciousness. Customer reported being able to sit down and self-treat with water. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the meter. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. Dhrs(device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. The returned meter was investigated with returned test strips. Visual inspection was performed on returned meter. No issues observed. Meter powered on with button depression and strip insertion. Control solution testing was performed and the control solution test was satisfactory. Blank screen was not observed. The complaint was not confirmed. Based on returned product download section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.